Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal portion separated from the sheath portion after deployment of the footplate. When they went to pull back and send the plug down the device was cut and they manually pushed the plug (collagen) down. It was reported that held pressure on patient for little bit just to be sure but collagen plug seem to have held. The patient condition is stable and the procedure outcome was successful.

Manufacturer narrative:
One used 8fr angioseal vip device was received for product evaluation. The device was returned with the tamper tube and hemostatic sheath. The returned device was subjected to visual analysis where blood like substance was observed on the device. The carrier tube assembly was returned separated from the hemostatic sheath. The deployment sleeve was in the rear lock position with the color bands fully exposed. There was a slight bend in the carrier tube assembly. The bypass tube could be seen dislodged on the carrier tube just distal to the device cap. The tamping tube had been removed from the carrier tube assembly. The hemostatic sheath was then examined under microscopy. There was deformation on the hub of the hemostatic sheath indicative of the deployment sleeve being forcibly removed from the hemostatic sheath. Based on the returned components, the complaint could be confirmed for detached separated as there was damage to the hemostatic sheath hub. The damage observed indicated that the hemostatic sheath and carrier tube assembly had once been properly mated. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.